Event description:
Reporter stated that pt's device vibrates very loudly during bolus. Pt has also had a higher than expected (B)(6) result. No treatment was received. No errors were generated by the device. Reported stated that dne (diabetes nurse educator) feels that maybe the pt is not getting the correct amount of insulin from the device.